Manufacturer narrative:
Section a: additional patient information cannot be provided due to personal data privacy legislation/policy. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was implanted with a left ventricular assist device (lvad) and right ventricular assist device (rvad). A thrombus suddenly dislodged from the vena cava during the night of 12jul2026, resulting in very low flow for the rvad and zero flow for the lvad. Thrombolysis was initiated immediately, and pump speed was increased, however, flow could not be restored to base line. The patient passed away due to circulatory failure and thrombosis. The outcome was considered device related.